Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine, dose and concentrations not reported via an implantable pump. The indications for use were colorectal and malignant pain. It was reported that the patient was in a withdrawal state due to ¿other problems¿. The patient¿s pain medication was reduced due to constipation and the patient went into withdrawals, sneezing, nausea, vomiting and the patient was screaming to go to the ER (emergency room). The patient had the meds taken out of the pump and the medication was refilled into the pump. The reporter stated that she had to give the patient extra oral medication. The reporter stated that the pump is a little faulty and it lets medication out too quickly when it is first refilled and the dose was not consistent. The reporter did not want the patient to have replacement surgery until the pump was completely dead due to age. It was also noted that the patient would not be able to remember anything from the withdrawal because the patient does not remember. No further patient complications were reported.